Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed far r wave over-sensing with inappropriate automatic mode switch exhibited by the implantable cardioverter defibrillator. No interventions were made. The patient was stable.